Event description:
It was reported that the user experienced a hypoglycemic event with blood glucose to 54 mg/dl after a prior hyperglycemic period around 299 mg/dl, associated with an ilet pump not delivering insulin for about one hour during a supply change and recurrent under-announced meals, and the event was treated with oral glucose (apple juice). Symptoms included mild lethargy and weakness during the hypoglycemic episode and no symptoms during the preceding hyperglycemic episode. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included review of device use and training needs, assessment of meal announcements and meal size accuracy, and troubleshooting and education, with a recommendation for a factory reset and referral for additional training. Investigation of this case revealed that under-announcement of meals at multiple meals and a temporary interruption of insulin delivery contributed to hyperglycemia followed by hypoglycemia, consistent with user handling rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement and supply change management, remediated through education and device reset.